Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced non auditory pain with device use. Subsequently, the patient was treated with antibiotics and steroid therapy (date not reported). The implanted device remains.